Event description:
(B)(6) 2019, it was comfirmed a armd (adverse reactions to metal debris). (B)(6) 2020 revision surgery did. It was no trunnionosis.

Manufacturer narrative:
An event regarding fretting involving an unknown stem was reported. The event was confirmed based on evaluation of the returned mated femoral head. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. The mated femoral head was returned for evaluation. Damage consistent with fretting was observed on the inner taper of the head. Eds showed the head base alloy was consistent with an astm f1537 alloy; which is consistent with the drawing. The debris on the head taper was consistent an oxide, a corrosion product, biological material, and material transfer from a titanium stem. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported the patient suffered from armd (adverse reactions to metal debris).the mated femoral head was returned for evaluation. Damage consistent with fretting was observed on the inner taper of the head. Eds showed the head base alloy was consistent with an astm f1537 alloy; which is consistent with the drawing. The debris on the head taper was consistent an oxide, a corrosion product, biological material, and material transfer from a titanium stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
On (B)(6) 2019, it was comfirmed a armd (adverse reactions to metal debris). On (B)(6) 2020 revision surgery did. It was no trunnionosis.